Event description:
Customer reported blood and IV fluids leaked from smartsite during infusion. The blue piston in the smartsite was noted to be protruding about one fourth of an inch and that is where the leak occurred. During the night the patient had been getting heparin boluses using a needle-less system twisted on. No patient harm or medical intervention occurred. No further patient/event information was reported.

Manufacturer narrative:
Manufacturer's report date: (B)(4) 2014. (B)(4). No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.